Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however was not completed. This device was subsequently explanted and replaced. The s-ICD is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.